Event description:
It was reported that intermittent, unidentified alarms occurred. Customer reloaded the cartridge and continued to use the pump for insulin therapy. There was no adverse impact to customer's blood glucose. Multiple attempts were made by tandem technical support to follow up with the customer for additional troubleshooting, but no response was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.